Manufacturer narrative:
B5: describe event or problem - updated with additional narrative. H6: impact codes- updated with blood transfusion code.

Event description:
It was reported that a vessel perforation occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman fxd curve access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. Following successful implant of the closure device and removal of the was, a punctured superficial artery in the leg was discovered by the vascular surgeon. This superficial artery was punctured during ultrasound guided access. The patient became tachycardic and hypotensive following the removal of the was. The artery was surgically repaired by the vascular surgery team. Computed tomography angiography (cta) was performed twice, but the source of the bleeding could not be identified. The patient fully recovered but remained in the cardiac care unit (ccu) overnight for observation. The patient was discharged the following week. It was further reported that the patient was given 5 units of blood in the room following the observed blood loss.

Event description:
It was reported that a vessel perforation occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman fxd curve access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. Following successful implant of the closure device and removal of the was, a punctured superficial artery in the leg was discovered by the vascular surgeon. This superficial artery was punctured during ultrasound guided access. The patient became tachycardic and hypotensive following the removal of the was. The artery was surgically repaired by the vascular surgery team. Computed tomography angiography (cta) was performed twice, but the source of the bleeding could not be identified. The patient fully recovered but remained in the cardiac care unit (ccu) overnight for observation. The patient was discharged the following week.